Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure was found") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and multiparous. Essure confirmation test(s): (B)(6) 2008, other (please describe)- unknown. Concomitant products included simvastatin. On (B)(6) 2007, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition: uterine fibroids"). The patient was treated with surgery (removal of left essure and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, uterine leiomyoma, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018: unilateral salpingectomy - removal of left essure and right salpingectomy. The essure device was deployed, however, the left essure coil device was not visualized outside the left ostia after deployment, the essure spring coiled device was not visualized on the outside of the right ostia . Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Abnormal bleeding (vaginal, menorrhagia), migraines / headaches, reproductive system disorder or condition, type of disorder or condition: uterine fibroids, pain, back pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.